Event description:
When a physician used the subject device for a laparoscopic-assisted vaginal hysterectomy, the physician could resect one side of uterus without bleeding. The physician proceeded to the other side of uterus, the physician activated output under not so clear area of vision. The physician tried to stop bleeding but was unsure where the bleeding was coming from. The physician decided to open the pt up and continue with an open hysterectomy without the subject device. The pt died 2 days after the procedure.

Manufacturer narrative:
The subject device was not returned to olympus. The facility didn't point the problem of the subject device. Olympus attempted to obtain additional information such as the cause of bleeding and death. But no more info could be get. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on (B)(6) 2015. This is a supplemental report for MFR report # 8010047-2013-00418 to correct date of this report.